Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that that the patient was having communication difficulty between the ipg and remote control. It was also reported that the patient has not been able to charge the ipg out of hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively.